Manufacturer narrative:
The locatable guide sensor catheter has been received and is currently under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Site reported the tip of the locatable guide sensor catheter detached during a superdimension enb procedure. The issue happened when the physician was pulling back and he was able to retrieve the tip using the forceps. Nothing left in patient and there was no report of patient injury, death, or other serious adverse event. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
Evaluation of the locatable guide found the minimum crimp length was not achieved during the manufacturing of the catheter. An internal corrective action has been initiated. If additional information is received a follow-up report will be submitted.